Manufacturer narrative:
(B)(4).

Event description:
Distributor contacted dexcom on (B)(6) 2016 to report on behalf of the patient that the receiver did not produce audio output on (B)(6) 2016. Subsequent to the initial MDR, additional information was received from the distributor on (B)(6) 2016 to report that the patient's mother woke up and found the patient fell into a coma due to severe hypoglycemia. Patient's mother injected the patient with two glycogens and was brought to the hospital by ambulance. No further patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Distributor contacted dexcom on (B)(6) 2016 to report on behalf of the patient that the receiver did not produce audio output on (B)(6) 2016. The patient indicated that medical intervention was required but did not provide any details. Additionally, the patient tested the receiver and it did not beep. No further event or patient information is available.